Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that during a supply change her insulin began leaking from the ilet. She removed the cartridge and did not observe any damage. The patient had filled the cartridge with 160 units of insulin and decided to let the device dry before performing another supply change. The user¿s blood glucose (bg) was not affected.